Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was noted that the remote home monitor issued an alert for high out of range shock impedance measurements of greater than 200 ohms for the right ventricular (rv) lead. Upon review of the trend data stored in the device it was noted the shock impedance measurements were stable until the first out of range measurement. The patient had also reported feeling a sharp pain early the same day as the acute rise in shock impedance measurements. The patient was brought into the office and initialy shock impedance measurements of 100 to 115 ohms were seen. When the configuration was changed to rv coil to can the impedance measurement increased to 130 ohms. Boston scientific technical services (ts) discussed that this acute rise was more indicative of a lead fracture and suggested replacement. An x-ray was taken and a revision procedure occurred due to a lead fracture. The rv lead was surgically abandoned and replaced. It was further noted that the patient reported being in a fight and someone had hit him in the chest. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory only the proximal segment was returned. The lead was returned severed at 110 mm from the terminal pin. Analysis was unable to confirm the field allegation as the returned portion of the lead was electrically continuous.

Event description:
This report is being filed to submit the analysis decision.